Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the power module screen was blinking red and the revolutions per minute read 0, however, there was still flow and other parameters present. When switching to another power outlet, everything appeared to resolve, but there was no audible alarm during this event. Related manufacturer reference number: 2916596-2024-00777, 2916596-2024-00775.

Manufacturer narrative:
Section b3: event date corrected. Section d1: brand name was corrected. Section d3: manufacturer contact corrected. Section d4: catalog number, serial number, UDI number corrected. Section g1: manufacturer contact corrected. Manufacturer¿s investigation conclusion: the reported event of the power module ¿blinking red¿ was not confirmed. The submitted log file contained data spanning 25 days ( on (B)(6) 2024 per the timestamp). No notable alarms were active on the date of the reported event ((B)(6) 2024 ¿ (B)(6) 2024). The fixed speed was set to 4600 rpm and the low speed limit was set to 4400 rpm. The pump maintained a speed within the expected range throughout the log file and no speed drops below the low speed limit were captured. It was reported that the issue was resolved after connecting the power module to a different outlet. No product was returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ covers all alarms (including power module alarms) and the actions to take when an alarm occurs. Heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ provides an overview of the power module and explains how to set up and use it. Heartmate 3 instructions for use (IFU) section f, entitled ¿safety checklists¿, provides checklists to assist the user in performing routine maintenance of the heartmate 3 lvad. Heartmate power module instructions for use (IFU) explains how to set up and use the power module (under ¿introduction¿ and ¿using the power module¿), covers all power module alarms and the actions to take when an alarm occurs (under ¿responding to alarms¿), and explains how to clean and maintain the power module (under ¿inspection, cleaning, and & maintenance¿). Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Log files did not reveal any issues that indicated 0 revolutions per minute (rpm) and a red alarm. Speed, flow, power, and pulsatility index (pi) were within the patient's baseline values.